Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem was confirmed. The cause is the printed wireless assembly (pwa) board and the corroded downstream occlusion (dso) sensor. Replaced the pwa board and dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had error code 41541 and a damaged downstream occlusion (dso) seal. The issue was found during testing. There was no patient involvement.